Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hcp reported that per this document this is the first notification of this device failure. Upon reviewing her emr (electronic medical record), she has had an mi (myocardial infarction) and buttock abscess in recent months. Hcp ordered x-rays of t <(>&<)> l (thoracic and lumbar). Will have patient to clinic asap.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a275 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their device was not working anymore, and the issue began a couple months ago. Patient stated that when the stimulation was turned up they could feel the stimulation vibrating, but now they were not feeling the stimulation at all when they go to adjust the stimulation. Patient stated that they were having neck and back pain again, and the pain probably started back up again about 2 or 3 months ago. Patient denied any falls/trauma, and denied any error messages on the handset. Patient mentioned they called their healthcare provider (hcp) office and the nurse informed patient to call manufacturer. Patient mentioned they made an appointment with their hcp. Agent walked patient through adjusting therapy in 3 groups and patient confirmed they were not feeling anything when increasing stimulation. Patient commented they had a x-ray and the lead on the right side dropped some. Agent reviewed role of mdt rep and provided nas number. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.